Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to patient contact, the pre-loaded dib00 model intraocular lens (iol) haptic was damaged inside the cartridge. Through follow-up additional information was received stating there a loading malfunction and there was no patient contact. The procedure was completed using back-up dib00 21.0 iol. Patient status post-procedure was reported as no complications post surgery. No further information is available.

Manufacturer narrative:
Additional information was provided with return of patient implant card, date of surgery: (B)(6) 2023. Therefore, the updated information is captured in this supplemental report. The following field were updated accordingly: section b-3: date of event: 23-may-2023. Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 08-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck in cartridge with the leading haptic not folded. No haptic damage was observed. No further handpiece defects and assembly issues were observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed which suggests an inadequate amount of ovd was used during loading and insertion which may have contributed to the complaint issue. The stuck lens was not removed from the cartridge to avoid introducing additional damage unrelated to the return condition of the lens. Complaint issue dc-haptic damaged was not confirmed during product evaluation. The observed issue dc-stuck in cartridge is similar to the complaint issue dc-device advancement issue and could not be confirmed to be related to the manufacturing or design process. The other observed issue during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified.